Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced persistent hyperglycemia while believing the pump was not delivering insulin after a supply change, noting a blood glucose of 380 mg/dl decreasing to 356 mg/dl and available insulin remaining at 162 units; the agent explained that correction dosing pauses when glucose trends level and confirmed insulin delivery, then guided the user to detach, perform a fill tubing check with visible drops, and reconnect, after which delivery resumed and glucose was 331 mg/dl. Symptoms included hyperglycemia. Outcomes included transient elevation in blood glucose without hospitalization. Investigation included user interview, review of device behavior relative to glucose trend, confirmation of delivery via tubing prime with observed drops, and functional check by resuming therapy post reconnection. Investigation of this case revealed no device malfunction, with insulin delivery continuing as designed and behavior consistent with algorithmic modulation of correction dosing during leveling glucose trends and successful infusion pathway patency after supply change. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate with user education provided on expected device behavior and infusion verification. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.